Event description:
It was reported that upon pod activation, the cannula did not properly insert into the site. When removed, the cannula appeared bent and upon inspection of the pod it appeared that the pink slide did not completely move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for over 200 pulses and completed a bolus sequence during its run with no timeouts or drive stall observed. No damages or defects were found that would result in a needle mechanism failure. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks.